Event description:
It was reported that when an asymptomatic patient presented in clinic, device back up vvi mode was observed after attempting to complete the cyber security upgrade. A device download firmware download was completed. Patient was stable.